Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having frequent ipg charging following a revision procedure. It was noted that electrocautery might have been used during revision, but not near the ipg. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having frequent ipg charging following a revision procedure. It was noted that electrocautery might have been used during revision, but not near the ipg. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that electrocautery was used during the previous lead revision procedure.

Event description:
A report was received that the patient was having frequent ipg charging following a revision procedure. It was noted that electrocautery might have been used during revision, but not near the ipg. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the complaint was verified. The source of the complaint was verified to be the damaged u3. The daily depletion rate changed from a normal rate to 445.2 mv. Sleep current measured above the limit. A hot spot was observed on u3-application ic. It was reported that this anomaly appeared after the previous revision, where electro cautery had been used during the revision procedure but not near the ipg.

Event description:
A report was received that the patient was having frequent ipg charging following a revision procedure. It was noted that electrocautery might have been used during revision, but not near the ipg. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).